Event description:
The facility representative reported an infusion pump with a defective channel a air in line sensor. This was observed during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the air in line printed circuit board (ail pcb) was confirmed to be defective. The ail pcb could not be calibrated due to a defective air line sensor. The pump head module was replaced.